Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received stuck in the manufacturing mode. Unit was power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test and displacement test. Unit was monitored for 24 hours and no blank display anomalies noted. Power connector plug in and locked in place properly. Unit was received with broken belt clip rail. Unit was received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump has a blank display. Customer's blood glucose reading was 142 mg/dl. Customer reported that the issue remained unresolved after the battery was changed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.